Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system aspiration pump max 110v (pump max) vacuum regulator knob appeared to be to be stuck and would not turn to the right or to the left. The damaged pump max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a non-penumbra stent device.